Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. During the implant procedure of the leadless implantable pulse generator (ipg), the te mporary lead perforated the heart and patient had cardiac tamponade. The temporary lead was placed two days prior to the leadless ipg placement procedure. During the leadless ipg procedure, the device entered the right ventricle, which moved the temporary lead from the external ipg resulting in reduced pacing. The physician tried to fix the temporary lead by pushing it into the heart without success and pacing established later. It was observed post-tether removal that the patient was not responding. An echocardiogram confirmed the perforation. Oxygen therapy, cardiopulmonary resuscitation (CPR) and intubation was done, and pericardiocentesis was performed to evacuate tamponade. Thrombus was noted. The patient was in ventricular fibrillation (vf), shocks were given and the patient was declared dead after CPR was stopped.